Manufacturer narrative:
Citation: mengi et al. Temporal trends in transcatheter aortic valve replacement outcomes in patients with low-flow, low-gradient aortic stenosis: insights from the topas-tavi registry. Can j cardiol. 2025 aug;41(8):1503-1514. Doi: 10.1016/j.cjca.2025.04.015. Epub 2025 apr 24. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding temporal trends in transcatheter aortic valve replacement outcomes in patients with low-flow, low- gradient aortic stenosis. The study population included 424 patients divided into two groups: new (n=193) and early (n=231). Multiple manufacturers¿ bioprosthetic valves were implanted in the study population; medtronic devices included corevalve (n=58) in the early group and evolut r, evolut pro or evolut fx (n=34) in the new group. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: stroke, myocardial infarction, major bleeding or vascular complication, coronary obstruction, annulus rupture, cardiac tamponade, arrhythmia requiring permanent pacemaker implant, congestive heart failure requiring hospitalization, elevated gradients of 17 mmhg, moderate or severe paravalvular leak, moderate or severe central aortic regurgitation, endocarditis, and conversion to open surgery. No further information was provided pertaining to medtronic products.